Event description:
Age at time of event: child. The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the clave y-site. It was reported that bleedback was noted in the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).